Event description:
Situation: 2-piece yankauer in unopened package found with one part missing. Lot# 30227560. Background: package was located in trach transport suction bag while preparing to bring patient to MRI. Assessment: patient required frequent suctioned. I would not have been able to use the faulty yankauer to suction patient during transport. Request: assess all packages for missing parts and remove from stock. [Redacted date] - sample retrieved; emailed rep requested RMA/mailer. Manufacturer response for yankauer suction device, (brand not provided) (per site reporter). [Redacted date] - sample retrieved; emailed rep requested RMA/mailer.